Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. The patient mentioned that the cgm would not work. Symptoms reported include low o2 levels and cardiac issues. The patient was treated with o2 and insulin. The patient was still in the hospital. The pod was not worn when seeking medical attention.